Event description:
In 1995 pt augmented w/mcghan saline implants. 6/18/99 - pt c/o rippling of implants. Also increasing ptosis bilaterally w/age. Pt desires implants to be removed and mastopexy bilaterally. Pt wishes to be smaller now. In 1999 bilateral saline implants removed intact. Rt - grade iii capsular contracture. Lt - grade ii capsular contracture.